Event description:
The following device was received as blind unit: product code: (B)(4), lot #: bfa118d. Arrived at cg labs on (B)(6) 2022, under tracking number: (B)(4). Issue - broken in two pieces. However, it could not be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device from (B)(4). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination found the brakeage of the main body of the device. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.